Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent procedure, the evac wand was not generating plasma and the electrode was broken. Surgery was completed using a back-up device instead. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: h2: additional information reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. According to a visual inspection performed as part of the investigation of the device, it was noticed that the electrodes were not broken or damaged, therefore, no further interventions were required. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations. H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The electrodes are not damaged. A functional evaluation was performed on the returned device and found the wand produced plasma as expected and had no issues activating coag. No issues in activation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the wire broke inside the wand cable, the wire is damaged between the transition of the handle and the shaft, hitting the device tip against a hard surface, or using the device as a lever to enlarge surgical site. Based on this investigation, the need for corrective action is not indicated.